Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited suspected premature battery depletion and low impedance during a routine device check-up. The patient was asymptomatic and did not experience any adverse consequences. The device remains implanted.